Manufacturer narrative:
Occupation: lead tech. PMA/510(k) #: not exempt, preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane cope nephroureterectomy set catheter was placed into the kidney of a patient during a nephrostomy drainage procedure. The procedure was completed successfully and the patient returned home. Within the first week of placement, the patient returned to the facility to report leakage from the hub of the device. The defective device was then removed and replaced with a like device. No adverse events to the patient have been reported.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The instructions for use (IFU) instructs the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record could not be completed because the lot number is unknown. Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be determined. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook we will continue to monitor for similar complaints.